Manufacturer narrative:
Concomitant products: product ID 3708140, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).

Event description:
It was reported that 2-3 weeks prior to the report the patient¿s stimulation just shut off by itself. The patient used their programmer to verify that the therapy was off. Later in the afternoons when the patient was more tired the patient¿s right leg would jump if their weight was evenly distributed on the left and right leg. These issues had been going on for the last 1-2 weeks. The first time the patient noticed this issue was 2-3 months prior to the report. There were no falls or trauma reported. When the patient would turn their stimulation on or off their programmer would ¿beep¿ late. The patient changed the batteries in their programmer and it seemed to be working fine at the time of the report. It was further reported that the patient received assistance from their doctor or a manufacturer representative on (B)(6) 2014 and their concerns were resolved.